Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was attempting to use a prot everflex stent during procedure. The lesion was pre-dilated. It is reported that the stent would not fully deploy. The physician was able to remove the stent and complete the procedure using a visi pro be stent. No patient injury is reported. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation without any ancillary devices or cine images from the procedure. Approximately 5cm of the braided polyimide shaft was visible beyond the outer sheath. The torn distal edge of the stent fragment was visible beyond the outer sheath. The tear was irregular and the struts were deformed. The inner shaft distal tip exhibited longitudinal gouges. The distal edge of the outer sheath did not exhibit significant damage. The body of the outer sheath exhibited a bulge approximately 10cm from the distal edge. The stent lumen was flushed with tap water. A 0.035" dia. Test guidewire was loaded through the guidewire lumen approximately the inner shaft retainer where there was a luminal obstruction. The loaded device was staged in a deployment force test fixture. The stent would not deploy at 5.73 pounds of force. The outer sheath was cut longitudinally to gain visual access to the sheath liner, inner shaft, and stent. Two stent struts exhibited a fold-over. The outer sheaths ptfe liner was caught, torn and accordion folded by a retainer tab. The greatest region of "bunched-up" ptfe corresponds to the location of the noted outer sheath bulge. The tear was directed distally and the location of the proximal edge of the liner tear was where the retainer would have been at t=0. The ptfe inner liner of the outer sheath exhibited significant delamination and deformation . The inner liner exhibited significant delamination and tearing from the braid/ polymer jacket substrate. The length of stent received with the sds was approximately 110mm but the tear line was irregular and the distal struts were deformed (elongated) so the precise length of unaccounted for stent could not be determined.